Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the device was returned for evaluation. One valeo balloon expandable stent delivery system and stent were received. Functional testing was not viable due to the nature of the complaint; therefore, the investigation is inconclusive for 2923 ¿ device dislodged or dislocated. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: a review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications demonstrates that the product labeling is adequate. H10: g4 h11: d4(expiry date: 11/2020, lot number), e3, g1, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of the left external iliac artery via right common femoral access, the healthcare provider inserted the stent halfway through the introducer sheath and then decided to remove the delivery system to change the guidewire. It was further reported that as the delivery system was being pulled back through the introducer sheath, the stent allegedly dislodged from the balloon and remained on the catheter. Reportedly, another stent was used to complete the procedure through the same access site. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during treatment of the left external iliac artery via right common femoral access, the healthcare provider inserted the stent halfway through the introducer sheath and then decided to remove the delivery system to change the guidewire. It was further reported that as the delivery system was being pulled back through the introducer sheath, the stent allegedly dislodged from the balloon and remained on the catheter. Reportedly, another stent was used to complete the procedure through the same access site. There was no reported patient injury.